Event description:
A patient underwent cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports being dissatisfied with near vision on the left eye. Patient reports experiencing a black shadow on the left side and bottom of the eye, which blocks his peripheral vision. Patient also reports problems with depth perception and headaches. Additional information has been requested from the patient, but as of july 22, 2009, none has been forthcoming. If additional information is received, a supplemental report will be filed.